Manufacturer narrative:
(B)(4). Additional information requested but unavailable: was there a hole in the tyvek packaging or was the tyvek seal open (thus causing device to be unsterile)?

Event description:
It was reported that during an unknown procedure, it was found that the tyvek was damaged. The device was not used for the patient and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) date sent: 1/26/2017. Batch # (B)(4). The analysis results found that el5ml device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.